Event description:
It was reported that the patient presented in the clinic for a device follow-up. Upon review of patient's charts it was noted that the right ventricular lead had a history of r-wave amplitude variation. The variation was noted to have began after the patient fell on ice in (B)(6) 2016. It was also noted that the device exhibited failure to capture. Small r waves were also seen suspected to be due to infarct related changes noted on ECG in (B)(6) 2017. No intervention was performed. The patient was stable throughout the event and will continue to be monitored regularly.